Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt was taken to the emergency room due to experiencing weakness in his lower extremities. It was noted, the pt had an onset of gradual paresis developing due to an epidural hematoma. The pt also experienced several falls due to weakness in legs. The physician elected to explant the entire system. The pt has recovered completely. All symptoms have been resolved. The physician believes the event was device related due to the size and the stiffness of the system lead. The explanted products have been retained by the facility. No further pt complications were reported.